Event description:
It was reported that upon unpacking the liberte' monorail stent delivery system, the shaft separated at the monorail section. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.